Event description:
Same case as # 2134265-2008-02904. It was reported that post a coronary drug eluting stenting treatment procedure, a thrombus occurred. In 2005, the pt presented to the ccl after having an abnormal stress test. Initial attempts at direct stenting were unsuccessful. A 2.5x12mm balloon was used to predilate the lesion in the circumflex (cx) artery. Subsequently a taxus express2 2.5x12mm drug eluting stent was positioned and deployed. Due to proximal disease, and overlapping taxus express2 2.7x16mm drug eluting proximal stent was also deployed. The stents were post dilated with a 3.0x12mm non-compliant balloon. There was 0% residual stenosis. No pt complications occurred. The pt presented to the ER in 2006, with complaints of chest pain. The pt had been deer hunting and was dragging a deer when he experienced severe retrosternal chest discomfort that radiated down his left arm and up to his jaw. In the ccl, a totally occluded proximal cs was discovered. A 3.0x15mm balloon was used for dilatation of proximal cx. Post intervention of the cx reveals 0% residual with excellent timi 3 flow extending throughout. The pt returned to the floor in stable condition. The pt was instructed to continue plavix and aspirin post discharge.

Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.